Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, the clip did not work. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain to additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of clip did not work. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.